Event description:
Port accessed with 22g 3/4 inch non-coring needle on 9/30/98. Device used was 22g, 3/4 inch brand marquette. On 10/2, hub on extension noted to be cracked. Port reaccessed with probably same brand of huber needle. On nursing visit of 10/7 by staff, hub of extension again found to be cracked and 5 fu leaking.